Manufacturer narrative:
Product analysis: analysis found that the external pulse generator (epg) had a missing frequency knob, missing ring and ring cover, and missing transparent front cover. It was also noted that the epg was sticky. The epg failed incoming testing, and there was not an existing component that could be used for the repair. The epg was returned unrepaired at the customer's request. A manufacturing date was not present in the available resources. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) that was returned for a functional check subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.